Event description:
During follow-up of patient, who was operated on (B)(6) 2010, with a l4-s1 interbody and posterior fusion, x-rays showed a disengaged locking nut. X-rays show no infection or loosening. Effusion seems solid. There is no evidence of motion of the hardware or fusion. Patient may have stenosis above the old fusion. An MRI will be taken and the patient will be monitored closely.